Event description:
We received the following information via a voluntary medwatch form from the FDA :"individual developed what appeared to be minor left irritation that was initially diagnosed as herpes simplex. After two months of treatment diagnosis was confirmed to be acanthamoeba keratitis caused by contact lens wear and contamination via tap water. Individual used lens solution called "amo" and was wearing johnson & johnson contact lens brand. Individual has been in treatment for the ak infection for now, 7 weeks. The treatment is to administer three different eye drop medications every hour. He has no sight in the affected eye and suffers severe pain. He cannot attend school or other "normal" function due to the pain/medication regimen and photo-sensitivity." In follow-up with the reporter (step-father of patient), we learned that the patient is a male that had been wearing j&j lenses (unknown which model) and using complete moisture plus for over a year. His symptoms began in 2007; initially experiencing redness and pain (od only). He continued to wear his contact lenses for a week before seeing his optometrist. Patient was treated for herpes simplex for 2 months and his symptoms were not abating. Patient was then referred to a corneal specialist at emory university in atlanta, ga where diagnosis of acanthamoeba keratitis was made. Patient treated with brolene, phmb, neomycin and several different pain meds. His is still being treated. When asked about the patient's lens regimen, he explained that his stepson did not sleep in his contact lenses, but he did occasionally use tap water to rinse his "turquoise and white" lens case (alcon lens case - not amo). The manufacturer is attempting to obtain further information from the reporter and the attending physicians.

Manufacturer narrative:
The solution used by the patient expired prior to amo receiving notice of this event. Batch record review has been requested from the manufacturing site; results pending. Retain sample testing will not be performed as the lot has expired. Additional manufacturer narrative: the relationship, if any, of the device to the reported incident / adverse event is unknown.